Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned in one piece measuring 44.3cm. Visual inspection revealed insulation abrasion breaching the ring electrode (re) cable lumen under the shock coil at 6.0 ¿ 6.4 cm from the distal tip. The inner coil lumen and the ring electrode (re) cables were not damaged at this location. Visual inspection revealed internal insulation abrasion found at 6.5 ¿ 8.0cm at the proximal end of the right ventricle (rv) shock coil from the distal tip and internal insulation abrasion was also found at 12.3 ¿ 13.0cm and 15.2 to 15.7cm from the distal tip and visual examination also indicated abraded right ventricle (rv) cables at these locations. Final analysis indicated internal insulation abrasions were found between the shock coils breaching the right ventricle and ring electrode cable lumens with right ventricle etfe cable coating abraded in two locations. In these locations, the abrasions were only exposed due to procedural damage noted to the optim sheath. Visual inspection also found internal insulation abrasion breaching the ring electrode (re) cable lumen under the svc shock coil at 24.4 ¿ 25.2 cm from the distal tip. Final analysis revealed two internal insulation abrasions were also found under each shock coil breaching the right ventricle and ring electrode cable lumens. The right ventricle cables were found to be abraded under the right ventricle shock coil. The inner coil lumen and the ring electrode cables were intact in this location.

Event description:
This report is to advise an event observed during analysis.